Event description:
Clinic reports taht during treatment a kink was found in the blood pump segment of the first use non reuse arterial line. While attempting to remove the kink the system clotted and had to be discarded. Pt estimated blood loss 250cc. New setup/treatment was initiated. 23 minutes into the treatment with new setup, the pt complained of abdominal pain and normal saline was administered. Blood samples were drawn and 911 called. The pt went to the hosp where hemolysis was confirmed. Sample is available.